Event description:
During a laparoscopic uterine myomectomy procedure, while cleaning the instrument after receiving an error code, the blade tip broke off. Another device was used to complete the case. There was no adverse patient consequence.